Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported inaccurate sensor readings that triggered threshold suspend. The customer's blood glucose was 450 mg/dl and the sensor glucose was 50 mg/dl at the time of event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.